Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The complaint states that broken needle was reported. The sensor was inserted into the abdomen on (B)(6) 2022. No data related to issue was provided. The product was evaluated. An external visual inspection was performed and passed. The probable cause was determined to be applicator has no visible physical damage inhibiting functionality. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).